Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer also reported high blood glucose levels of 600 mg/dl. Nothing further was reported.